Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/09/2020. Investigation conclusion: the customer reported ¿tubing broke off at filter closest to the ivf bag¿. Received from the customer was one used partial primary set model 2432-0007 lot unknown. The partial set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the tubing (p/n 620-00065) was completely broken off and detached from the 0.2 micron filter (p/n 10012217). The filter inlet port pivot was observed to be broken off and missing. Stress marks were observed on the area where the inlet port pivot is attached to the filter body. All the tubing and components above the filter inlet port were not received from the customer. Reddish/brown liquid was observed in the tubing below the filter. No other abnormalities were observed on the partial set during visual inspection. No functional testing was feasible due to the damage to the set¿s filter and missing tubing and components. Dimensional analysis was not able to be performed as part of the filter¿s inlet port pivot that connects to the tubing was not received for inspection. The device history record for primary set model 2432-0007 lot unknown could not be conducted because the lot information was not provided. The root cause of the broken 0.2 micron filter inlet port pivot was identified as supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement. This damage is consistent with the results observed during previous failure investigations documented in risk assessment dir # 10000135776.

Event description:
It was reported that primary tubing sets tubing was damaged and there was blood backflow. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported tubing broke off at filter closest to the ivf bag. Patient had ivf running through bd alaris pump infusion set with 0.2 micron filter. Rn was called to bedside because there was a large amount of blood back flowing into the tubing. The tubing broke off at the filter closest to the ivf bag, while the remaining tubing and filter were still connected to the patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing was damaged and there was blood backflow. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported tubing broke off at filter closest to the ivf bag. Patient had ivf running through bd alaris pump infusion set with 0.2 micron filter. Rn was called to bedside because there was a large amount of blood back flowing into the tubing. The tubing broke off at the filter closest to the ivf bag, while the remaining tubing and filter were still connected to the patient.